Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the s&r service history report has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received. A service & repair maintenance eval was performed. The customer reported the screwdriver handle broke. The repair technician reported handle cracked/broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 2-jun-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the surgeon was tightening the screw, the screwdriver handle broke (i.e, the handle with quick coupling, small). There was a back-up screwdriver available and no surgical delay. There report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): service history review: lot 7588734: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed.health professional inadvertently checked; should be only company representativedevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was preformed: the blue handle is broken into two pieces approximately 23mm where the shaft enters the handle. The handle is broken as described therefore this complaint is confirmed. There are two fractures in the plastic handle. One runs radially around the handle circumference and the other is perpendicular to the radial fracture and runs to where the metal shaft enters the handle. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. The material was checked and passed. Dimensional check was performed on the relevant shaft feature on the metal subassembly and passed. Dimensional check on the relevant handle feature was not performed because the quick connect metal subassembly is pressed and pinned to the handle and therefore the feature is altered during assembly. Disassembly would further damage this relevant feature. The handle material is plastic and does not require hardness check. This evaluation is not able to determine the cause for the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.